Event description:
A customer reported a loud popping noise and the top illuminator stopped working during a case. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event of ¿popping noise¿ was not replicated. However, the reported event with the top illuminator was replicated and replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 20, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of top illuminator stopped working can be attributed to a nonconforming table top illuminator. However, how or when the component became nonconforming cannot be determined conclusively. The root cause of the reported event of a loud popping noise cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A table top (tt) illuminator was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned tt illuminator was installed into a calibrated system. There was no system message during or after the boot-up sequence. Functional testing was then performed and the returned tt illuminator was found to meet specifications. The reported event could not be replicated. Based on the information obtained and sample testing, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).